Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ syringe "exploded" during use and leaked testosterone. The following information was provided by the initial reporter: "we have a customer whom purchased bd 3 ml syringe 25gx1 to give husband his injection of testosterone and alleged the syringe exploded allowing the medication to get onto her skin."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe "exploded" during use and leaked testosterone. The following information was provided by the initial reporter: "we have a customer whom purchased bd 3 ml syringe 25gx1 to give husband his injection of testosterone and alleged the syringe exploded allowing the medication to get onto her skin."